Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia after changing infusion supplies, with glucose values not dropping below 300 mg/dl until later in the call, while using a steel cannula infusion set with 23-inch tubing and being unable to disconnect from the anchor; education was provided to change supplies due to possible poor site location, but the user declined after levels began to decrease. Symptoms included elevated blood glucose. Outcomes included user monitoring without medical intervention or hospitalization. Investigation included troubleshooting and education via phone. Investigation of this case revealed no confirmed device malfunction, with cause of hyperglycemia unclear and a possible contribution from infusion site or set handling. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.